Event description:
Device 1 of 3. Reference MFR. Report# 3006705815-2019-01038. Reference MFR. Report# 1627487-2019-03616.

Event description:
Device 1 of 3; reference MFR. Report# 3006705815-2019-01038, reference MFR. Report# 1627487-2019-03616. It was reported the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention wherein the scs system was explanted.